Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia, with blood glucose decreasing from 150 mg/dl to 65 mg/dl verified by fingerstick, after the system delivered additional insulin for postprandial correction following a large meal; alerts for low and urgent low were received, and the user ingested oral carbohydrates. Symptoms included hypoglycemia without loss of consciousness or other acute neurologic or cardiovascular effects. Outcomes included self-management with oral glucose, no need for assistance, and no medical intervention or hospitalization. Investigation included review of device data and user education on algorithm function and appropriate correction practices. Investigation of this case revealed that insulin delivery preceding the event was consistent with algorithmic correction for prior hyperglycemia and that blood glucose subsequently returned to range. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributing postprandial correction dynamics, and the user was advised to monitor and avoid overcorrection.